Event description:
Event description boston scientific received information that during the implant procedure this right ventricular (rv) lead was implanted after six repositioning attempts. The patient complained of chest pain after the procedure. Two days later, a lead revision procedure was performed due to high threshold measurements, loss of capture and suspected dislodgement. Duirng the revision procedure, the helix appeared to be fully retracted on x-ray and was explanted. While implanting a new lead (4457), the patient developed chest tightness, tachycardia and a drop in blood pressure. The new rv lead was implanted and an ultrasound was performed. A small pericardial effusion was noted. It was suspected that during the original implant procedure, the lead's (4480) helix was not completely retracted, resulting in perforation.